Event description:
While operating the varian 2100c linear accelerator, the gantry head rotation, gantry arm rotation, and upward table movement controls worked independantly of the pendant activation switch. A pt became lodged between the gantry head and treatment couch. The table control emergency off switch was activated and the pt was assisted down from the treatment couch.